Event description:
Dealer stated that the front right caster on the power chair is bent in toward the footplate. Dealer stated the issue is a result of possibly hitting curbs while operating the chair. Dealer stated there were no injuries pertaining to the incident. Dealer refused to provide end-user contact info.